Event description:
It was reported in a service report, the cot would not retract manually or in powered mode. No adverse consequence reported.

Manufacturer narrative:
Further investigation is required.